Event description:
It was reported that the patient underwent a lead and generator explant due to the device not working and causing the patient pain. The explanted lead and generator have been received by the manufacturer and analysis is underway but has not been completed to date. No other relevant information has been received to date.

Event description:
Product analysis was performed on the generator to determine its ability to provide appropriate programmed output current can be verified. The device output signal was monitored for 24 hours while the pulse generator was placed in a simulated body temperature environment. The results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. There were no performance or any other type of adverse condition found with the pulse generator. Product analysis was performed on the explanted lead. The lead assembly body including the electrodes were not returned for analysis and therefore a complete evaluation could not be performed. The condition of the lead was found to be consistent with conditions that typically exist following a explant procedure. The set screw marks on the lead connector pin indicated that one point in time a good mechanical and electrical connection was present. Continuity checks on the lead body were performed and no discontinuities were identified. Based on the findings in the product analysis lab, there were anomalies found with the returned portion of the lead. No other relevant information has been received to date.